Event description:
During manufacturer review of a patient's vns programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2010 which caused the settings to change. A final interrogation was not performed, and on (B)(6) 2010 the patient's device was interrogated and revealed the settings of 1ma/20hz/500pulsewidth/30sec on/60min off/1.0ma mag/500pulsewidth/30sec on, which were not corrected at that time.

Manufacturer narrative:
Analysis of programming history.